Event description:
It was reported by resmed (B)(4) that during incoming inspection, the power supply unit was not working. The device was not in use when the fault occurred, therefore, there was no patient involvement. Ref MFR 3004604967-2014-00044.